Event description:
The patient was enrolled in the watchman flx CT study on 06-feb-2024 with patient identifier (B)(6). It was reported that the device shifted and did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31 mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter of 26.0 mm. There were no complications that were reported to have occurred. The patient was discharged from the hospital on a medication regimen of 75mg of aspirin a day. On 14-mar-2024, 36 days post index procedure, the patient presented for protocol required 45-day follow-up, and cardiac computed tomography (CT) imaging revealed a peri-device gap of 9mm at long axis and 6mm at short axis, peri-device leak was noted at posterior, 3 and 4 o'clock position. The device was also noted to be significantly proximal to the ostium. Flat sessile hypo attenuated thickening (hat) was also noted.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
The patient was enrolled in the watchman flx CT study on (B)(6) 2024 with patient identifier (B)(6). It was reported that the device shifted and did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31 mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter of 26.0 mm. There were no complications that were reported to have occurred. The patient was discharged from the hospital on a medication regimen of 75mg of aspirin a day. On (B)(6) 2024, 36 days post index procedure, the patient presented for protocol required 45-day follow-up, and cardiac computed tomography (CT) imaging revealed a peri-device gap of 9mm at long axis and 6mm at short axis, peri-device leak was noted at posterior, 3 and 4 o'clock position. The device was also noted to be significantly proximal to the ostium. Flat sessile hypo attenuated thickening (hat) was also noted. It was further reported that on (B)(6) 2024, the patient presented for protocol required 3 month follow up. Cardiac CT imaging revealed a peri-device gap of 11mm at long axis and 5mm at short axis, peri-device leak was noted at posterior, 3, 4 and 5 o'clock position and sub fabric hypoattenuation thickening (hat) was noted.